Event description:
It was reported that erroneous results were found after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "false positive results with rapid serum tube-orange top causing respin and repeat draws. Would report to bd only if false results are back-to-back and from same lot."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results were found after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "false positive results with rapid serum tube-orange top causing respin and repeat draws. Would report to bd only if false results are back-to-back and from same lot."